Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing with the versa cross connect system and the was. A pigtail catheter was advanced and positioned in the laa. As the wds was being prepared, the physician noted an acute thrombogenic density at top of the was sheath and pigtail. The physician decided to abort the procedure and removed all equipment. The patient was started on unfractionated heparin (ufh) and admitted to the hospital overnight for observation. The patient was discharged home the next day in stable condition.